Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was fully deployed. Both cuffs were captured and attached to the needle tips, indicating the suture had been harvested. The suture had been cut away approximately 2 cm distal of the posterior cuff and not returned. The device was normal for a deployed unit. There was no damaged detected that would contribute to the reported suture break. Based on the returned components the reported suture break could not be confirmed. A review of the receiving and inspection records for the gated suture found the suture passed inspection and was within specifications. No manufacturing or quality issues were detected. Based on the investigation findings, the probable root cause for the reported suture break is related to the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the suture broke while advancing the knot to the artery. It appeared as if the knot achieved partial hemostasis; however, manual compression was applied for approximately 5 min. There was no adverse patient sequela. Though requested, no additional information was provided.